Manufacturer narrative:
(B)(4). Date sent to the FDA: 7/26/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. Additional h6 component code: g07002 reported condition not confirmed. Additional h3 investigation summary: one packet of product code w8707 was returned for analysis with the packaging closed. Upon initial inspection to the sample no external damages were observed on the packet. In order to evaluate the conditions of the returned sample, the packet was opened, and no defects were detected. The swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strand to detect any issue related to damaged and no defects were observed during evaluation. A functional test was performed and the pull force was above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch qmbbqs, xzw870712 and no non-conformances were identified. The product upon which this medwatch is based has been received, however, at time of submission, evaluation not yet in complete status and therefore not reported in the initial medwatch. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested, and the following was obtained: what was the name of the procedure? General abdominal - unspecified. What was being done when the needle pulled-off (in the package/ removal from package &)? - needle was armed and in use and was recovered easily lot qmbbqs item :w8707. If the product is no longer available please advise. - item was disposed but remainder of box quarantined. Details of incident according to the niaic attachment: suture - 6/0 prolene, w8707. Two sutures from aforementioned batch had needles which detached from suture thread during use. No harm came to patient and batch number was removed from circulation. Six sutures were used from this box/batch with no incident. Events submitted via 2210968-2021-05938.

Event description:
It was reported that the patient underwent a general abdominal procedure on (B)(6) 2021 and the suture was used. During surgery, when the needle was armed and in use, the needle detached from the suture thread. The needle recovered easily with no harm to the patient. There were no patient consequences reported.